Event description:
It was reported by an independent repair center that an irc5po2 concentrator was alarming or red light. The key failure is that the rexroth valve is stuck. Additional malfunction for this device was the power switch had a short circuit.